Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected low sensing, threshold and impedance measurements on the right ventricular (rv) lead. Surgical intervention was performed and insulation damage was observed on the lead however it was also noted that the header of the device was loose. The device and lead were explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.